Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the tie wraps are leaking. Additional malfunctions are the exhaust muffler is clogged and the hose clamps are leaking.